Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been checked by the field service engineer of olympus china at the user facility but could not duplicate the reported phenomenon and it was canceled the inspection by olympus china. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on a thing which the subject device was manufactured/ delivered within a half year, aging deterioration may be excluded from the cause of the reported phenomenon. Also based on the report of olympus china and it said abnormalities were confirmed only with the endoscope images, not overall image output, omsc surmised there was the possibility this phenomenon was attributed to accidental malfunction of the components on the printed circuit boards which were related to color generator. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via the field service engineer of olympus (B)(4), that the image of the subject device was flickered during preparation for the unspecified therapeutic procedure. The intended procedure was completed with the subject device and was not delayed more than 15 minutes. There was no patient injury associated with this report.